Manufacturer narrative:
The product has not been rec'd from evaluation and a f/u report will be submitted when the investigation is completed.

Event description:
Complainant alleged that during biomed testing the device was unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.